Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: thailand . The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the motor ran below specification and the unit was out of calibration at all readings. The motor, bearings, o-ring, seal, reciprocating arm, machined head, spring pin, ball plunger, lever, and width plate screws were replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery the air dermatome would vibrate while in use. There was no patient involvement. Due diligence is complete. No additional information is available. At investigation the motor ran below specification. No adverse events were reported as a result of this malfunction.